Event description:
It was reported that during a stenting procedure, withdrawal resistance and shaft separation occurred. The target lesion was located in the superficial femoral artery. A 10.0x60x135 cm express ld iliac / biliary stent was deployed in the lesion. The stent delivery balloon was deflated and when they tried to bring the stent delivery system (sds) back through a non bsc sheath, they encountered resistance. The sds got stuck on the sheath and the shaft broke in half. The sds was pulled out safely and the procedure was completed with no patient complications reported. The patient status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting procedure, withdrawal resistance and shaft separation occurred. The target lesion was located in the superficial femoral artery. A 10.0x60x135 cm express ld iliac / biliary stent was deployed in the lesion. The stent delivery balloon was deflated and when they tried to bring the stent delivery system (sds) back through a non bsc sheath, they encountered resistance. The sds got stuck on the sheath and the shaft broke in half. The sds was pulled out safely and the procedure was completed with no patient complications reported. The patient status is fine.

Manufacturer narrative:
Device evaluated by MFR.: received for analysis was the sheath, the balloon catheter with a guidewire inserted through the wire lumen and the detached balloon from the catheter, stored in a plastic container. An examination of the catheter found that the shaft was severely stretched at the break site. The break in the shaft was at the proximal balloon bond site and this measured approximately 135.2cm distal to the strain relief. An examination of the balloon found that the balloon material was creased and not folded. There was a build-up of blood inside the balloon. The outer diameter of the wire was measured within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).